Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No motor error alarms, no unexpected restart alarm, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 445 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error after exposure to xray. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was not able to complete the rewind process. Customer received an unexpected restart alarm and unable to troubleshoot due to insulin pump was stuck in rewind. Customer also reported to have experienced a high blood glucose of 445 mg/dl and declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.